Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, and the reported failure was unable to be reproduced, but could be confirmed as having occurred via the field error logs. A visual inspection was performed. The mtm was installed onto the system and powered up. A sine cycle and a test drive were performed without any issues. All tests that were performed via matlab also passed. The complaint was not confirmed based on the failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer reported the right-hand control switch had been disabled. The customer stated they rebooted the system, but the error returned. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the system logs and saw a 23031 right master tool manipulator right (mtmr) button sensor error. The tse also saw the mid-procedure restart. The customer stated the right-hand control was currently disabled and the surgeon was operating without the right-hand control. The tse explained to the customer that they could try and reboot the system to see if the error would clear and to reactivate the right-hand control. The customer checked with the surgeon, and they did not want to reboot again as they had already tried a system reboot. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgery was completed as planned, and the right mtm was replaced after the procedure.